Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was unable to deploy off the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy off catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. The device was returned with only a portion of the over-sheath attached to the distal end of the catheter. Microscopic examination was performed, and it was found that the catheter was unraveled at the distal end. Functional evaluation was performed, and it was found that the clip assembly was able to perform the first activation and could be released from the catheter without problems. No other problems with the device were noted. The reported event of clip unable to deploy off catheter was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. Regarding the found problem of the catheter being unraveled, this could have been caused by the removal of the over-sheath. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as it was reported that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to deploy off catheter.

Event description:
It was reported, to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was unable to deploy off the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.